Manufacturer narrative:
(B)(6). Possible lot numbers include: 58x030 or 58x042.

Event description:
Information was received indicating that this extension set exhibited leakage from the filter. No adverse patient effects were reported.

Manufacturer narrative:
Other text: additional information provided in d10, g4, h3, h6. This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed no discrepancies. A leak was detected in the air vent of the filter during leak test. The most probable root causes are either the filter was received damaged from the supplier, or the filter became damage after the product left the facilities. Actions taken to mitigate the reported issue: a notification of this complaint to the production personnel was conducted by the production supervisor.